Event description:
It was reported that during post-operative device check, the patient's atrial leadless pacemaker (lp) failed to capture in the atrium and was over-sensing the right ventricular. X-ray was performed and verified the lp had dislodged into the pulmonary artery. The lp was explanted and replaced. The patient was stable.